Manufacturer narrative:
Based on the current information provided, the cause of the myocardial infarction cannot be determined. There is no indication that the customer reported complications of hypotension, slow heart rate, myocardial infarction, and aborting the procedure was related to a product issue. The physician reported that the cause of the myocardial infarction was attributed to the patient's underlying comorbid condition aggravated by exposure to the stress of anesthesia. System logs were not available for review. A review of the event was conducted by an intuitive surgical, inc. (Isi) medical officer and the following additional information was provided: a patient of unknown age with a history of smoking underwent an ion endoluminal biopsy for a right lower lobe nodule. The procedure was aborted after one needle pass was obtained due to hypotension and bradycardia. The patient was extubated and hospitalized with a work-up consistent with a non-st elevation myocardial infarction (nstemi). The nstemi was managed conservatively, and the patient was discharged after 48 hours with further workup to be done as an outpatient. Bronchoscopy is a minimally invasive procedure with a low-risk profile. A retrospective study of 20,986 bronchoscopies reported 4 associated deaths (0.02%) and 1 myocardial infarction (0.004%). A more recent prospective multicenter international study of 1,215 reported 1 associated death (0.08%) and no associated events of myocardial infarction. A recent meta-analysis of navigational bronchoscopy in 10,381 patients reported an overall adverse event rate of 5.6% with 1 death. A case series of ion robotic assisted bronchoscopies published after the meta-analysis including 415 cases reported no cardiac events. There is no allegation that a malfunction of the ion system, instrument, or accessory occurred. Given the available data, the event was likely procedure-related and not device related. Facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi archives for chest disease. 2009. Folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019. Kops sep, heus p, korevaar da, et al. Diagnostic yield and safety of navigation bronchoscopy: a systematic review and meta-analysis. Lung cancer. 2023. Brownlee ar, watson jjj, akhmerov a, et al. Robotic navigational bronchoscopy in a thoracic surgical practice: leveraging technology in the management of pulmonary nodules. Jtcvs. 2023.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient developed hypotension, slow heart rate, and a myocardial infarction (mi). The patient was known to have a longstanding history of tobacco abuse. The target nodule was located in the right lower lobe. The patient¿s blood pressure was low throughout the procedure. The physician was able to make one needle pass and manage the heart rate with epinephrine and atropine; however, the procedure was aborted due to worsening conditions. An electrocardiogram was performed, and there was no st-segment elevation seen. The patient was successfully extubated and had no complaints once awake. The patient was admitted to the intensive care unit where it was identified that the serial troponins were elevated. The patient was treated conservatively for non-stemi (st-elevation myocardial infarction). The patient was discharged within 48 hours. Further cardiac workup will be conducted by a cardiologist after discharge. The physician and anesthesiologist believed that the mi was due to the patient¿s underlying heart disease that manifested once the patient was exposed to the stress of general anesthesia; the mi would have likely occurred via another modality. There was no device malfunction associated with the event.